Event description:
The physician performed an arteriotomy closure using the starclose device after an interventional procedure. The clip had been fully deployed and achieved hemostasis. However, the physician was unable to remove the device after deployment and the patient was sent to surgery. The clip was left in place after the device removal and the patient went home the next day.